Event description:
It was reported that the lead exhibited high impednaces. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 7 - ventricular nst<=210 ms between (B)(6) 2007 13:56:05 and (B)(6) 2007 13:37:14. Impedance - high resistance/impedance: weekly minimum and maximum high voltage measurement log data shows high impedance for min and max svc = 10240 to 16382 ohms range between (B)(6) 2010 and (B)(6) 2012.